Event description:
Patient purchased the boston advance cleaner, intended for rigid and gas permeable contact lenses, and placed the cleaner on soft contact lenses. Patient realized the cleaner was not for use with soft lenses and quickly purchased an appropriate solution. After rinsing and soaking the lenses in the solution for soft lenses, patient re-inserted lenses. Later in the day, consumer developed eye pain and vision started to deteriorate. Patient visited hospital; doctor treated with eye ointment, pain medication, and referred patient to a specialist. Medical records were received from specialist. Medical records were received from specialist noting "patient washed soft contact lens in hard contact solution". Patient was diagnosed with a central corneal ulcer in left eye. After treatment with ofloxacin, patient's eye condition resolved, no further follow up was necessary. Visual acuity left eye was 6/7.5 pinhole.

Manufacturer narrative:
The product was returned but not evaluated as the event was a direct result of inappropriate use of the device. Patient used soft contact lenses with the boston advance cleaner which is labeled both on the carton and the bottle "for rigid gas permeable contact lenses, not for use with soft lenses".